Manufacturer narrative:
Device technical analysis: a guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking/stretching of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was prepared properly, and after ablating the left sided veins, it was noticed that the flushing was no longer working. The catheter was removed from the patient and used a syringe to flush, but no irrigation was noticed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was prepared properly, and after ablating the left sided veins, it was noticed that the flushing was no longer working. The catheter was removed from the patient and used a syringe to flush, but no irrigation was noticed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.